Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report main back-plane, dc/dc & standard connectors, power control, control and monitoring boards were found defective. The boards were cleaned and refitted to solve the issue. The device passes successful pre-use check. The device was delivered to the user in working condition. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Recommended action in case of technical error occurrence is to check inspiratory channel or safety valve pull magnet or expiratory channel board. Dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages. All standard connectors are located on this board. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Monitoring printed circuit board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. It is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. Power control printed circuit board connects and controls charging of the battery modules. Main back-plane board is responsible for storage of system ID (serial number), configuration, operating time, etc. Which is unique for each system. When installing software options, the system ID is used to verify that the option is valid for that system. Device's logs were not provided for further analysis. Our conclusion is that the mentioned parts were the cause of the failure.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).